Manufacturer narrative:
A ge representative evaluated the system and replaced the main control board. System operates as intended.

Event description:
The customer reported the system would not center images and intermittently would not boot up. No patient injury was reported.